Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced intercostal pain on their left side. Reportedly, the lead appeared lateral. As a result, surgical intervention was undertaken wherein the physician opted to explant entire system.